Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: applicable radiographic images were sent to the manufacturer for review. Two lateral x-rays of an l4/5 tlif using cortical bone screws and an interbody spacer. Initial films show optimal position of screws and graft and spacer. Subsequent films shows pull out of one l4 screw and posterior displacement of spacer. A grade 1 spondylolisthesis has also developed.

Event description:
It was reported that the patient¿s initial diagnosis was listed as spondylolisthesis at l4. It was reported that the patient underwent posterior lumbar interbody fusion at l4-l5 using a competitor¿s spinal cage. X-rays were taken ¿right before the patient was released from the hospital, revealed screw back out approximately one month post op. The surgeon comments that the patient does not have any neurological manifestation such as pain or numbness.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.